Manufacturer narrative:
The returned device has been evaluated, and it has been confirmed that the implant coil had broken from the delivery system.

Event description:
During coil delivery, it was reported the distal section of the coil went into the aneurysm, but not the proximal section. The coil was then withdrawn and repositioned. Under dsa, the coil was found detached with most of the coil in the ica. No pt injury reported.